Event description:
The customer reported that while monitoring patients on a xhibit central station, the central suddenly powered itself down. There was no patient or user harm associated with this event.

Manufacturer narrative:
The clinical staff powered back on the xhibit central station. A spacelabs product support specialist will work with the customer to investigation cause of failure. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) reviewed the logs of the failed xhibit central station (xcs). The pss identified that the xcs was shut down following a memory exhaustion. The unit was discovered by a user in an off state. Once the device was powered back on, the unit was functional. The pss advised the customer to have a field service engineer update the xcs software as a precaution. Logs indicate the xcs ran out of memory.